Manufacturer narrative:
The technician replaced the three locking casters and adjusted the steering linkage to repair the stretcher.

Event description:
Info received indicates the casters do not lock properly. All casters lock but three casters continue to swivel while the wheel is locked.